Event description:
The pump was returned from the floor with the complaint that it emptied before the time was up. The pump was set-up in the v/t mode with a 10cc syringe. The syringe contained 8cc of fluid. The fluid being delivered may have been ampicillin. It is unknown how much too soon it delivered.